Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states they had air bubbles. The customer states they had changed their set but the air bubbles continued. The customer's blood glucose level was 196mg/dl. Troubleshoot was conducted and the customer was advised replacement sets and reservoirs would be sent. The customer was advised to monitor the device.